Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer reported a qns (quantity not sufficient) mild hematoma that a donor experienced during a procedure for a clinical trial. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per the clinical trial data provided by the customer, first aid was given to the patient (donor). However, medical intervention beyond first aid was not required for this event. Hematoma is one of several known side effects associated with apheresis procedures. Per the (B)(6) technical manual, hematoma and other side effects include nerve irritation, local allergy, arterial puncture, vasovagal reactions, (among other possible reactions) are also frequent in whole blood donation and are recognized risks of collecting blood products for transfusion. Root cause: a definitive root cause was unable to be determined. Possible causes include but are not limited to: poor phlebotomy technique causing the needle to unintentionally entered the tissue surrounding the blood vessel. Dislodgement of the needle from the vein due to arm movement, a poorly secured needle, or an inadequate choice of venous site to puncture. An excessively high return flow rate.

Event description:
Donor unit #: (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a research procedure, a patient (donor) experienced hematoma. It is unknown at this time if medical intervention was required for this event. Patient (donor) information is not available at this time. The disposable kit is not available for return because it was discarded by the customer.